Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the poly plug in the tip of the tibial implant failed to remain assembled with the tibia and fell out several times during implantation. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of previous medwatch report filing. Unique identifier (UDI #): (B)(4). Complaint sample was evaluated and the reported event was not confirmed. As returned, the set screw was advanced far into the taper in the stem, not allowing the poly plug to advance and seat; this prevents the set screw from engaging the groove in the poly plug to lock it in. To check functionality, the set screw was backed out so the poly plug could seat all the way in, then the set screw was advanced to engage the groove on the poly plug. The screw engaged and secured the poly plug firmly. Therefore, the device was functionally tested with mating subcomponents and found to function properly and the reported issue could not be reproduced. Review of device history records for the tibial baseplate found no deviations or anomalies that would cause or contribute to the reported event. Review of the device history records for the taper plug subcomponent identified no deviations or anomalies. A complaint history search identified no other complaints of this nature for this part and lot combination, or for the part number itself. It was reported that the proper surgical technique was used. The functional evaluation of the returned device indicates that the plug likely fell out as its groove was not fully engaged by the set screw that was likely engaged too far in the hole. However, it cannot be determined when set screw was positioned there, leading to the event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.